Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with moisture damage on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 204 mg/dl. Mother stated the insulin pump was exposed to water. She stated there is fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.